Manufacturer narrative:
The device was inserted and removed. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a physician had inserted the cartridge incorrectly during implantation of a za9003 18.0 diopter intraocular lens (iol). As a result, the lens had to be removed. Through follow up it was confirmed that there was no quality issue with the product and that it was a use error. The iol did touch the eye. When the physician pulled the injector back, the iol came out partially and one haptic was in the eye. Incision was enlarged from 2.5 to 3.0 and suture was required. Additionally, it was noted that a planned vitrectomy was indicated. There was no patient injury reported for this event.

Manufacturer narrative:
Additional information: device available for evaluation?: yes, returned to manufacturer on: 03/21/2017. Device returned to manufacturer?: yes. Device evaluation: visual inspection was performed to the lens returned. Fibers/particles were observed on lens compatibles with handling the lens out of the sterile environment. Residues of what appears to be viscoelastics were also observed which indicated that the unit was handled and prepare for surgical used. No product damaged was observed to the lens. The complaint issue reported was not verified. Manufacturing record review: a manufacturing process record review was performed; no deviations were found during this production order. The units were manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.